Event description:
Event description guidant received information that during a lead revision procedure due to dislodgement, a competitive wrench was used and the tip broke off in the proximal ventricular setscrew of this cardiac resynchronization therapy defibrillator (crt-d). The device was retrieved from archive for further investigation. The titanium casing was opened. Internal electrical measurements identified a high current drain.